Event description:
We have had three bard foley 16fr catheters with urimeters leak. These foleys were placed in our operating rooms. These are leaking at the needle port where the adhesive pad is attached to the leg. The existing stock has been removed from our shelves. Bard representative and bard customer service made aware.